Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
On (B)(6) 2015, after attempting to correct high blood glucose using the pump, the customer was brought by her husband to the hospital at 08:00am (B)(6) 2015. At 10:00am the customer was transferred via ambulance to another hospital. She continued using the pump. In the evening at 10:00pm, customer stopped pump-therapy and was brought to the intensive care unit, treated with insulin via perfusor. On (B)(6) 2015 at 10:00am, customer was started with the pump again. On (B)(6) 2015 customer was released from hospital. Customer's diabetes counselor assumes that the reason for the high blood glucose level is the pump and assumes that the pump doesn't deliver insulin correctly. A request was made for the return of the device.